Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional as per rga reported hole in valve and any creases. This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak and/or damage: not observed. Crease/folding of implant: observed creases on device. As per the investigation procedure, observed an opening assessed as surgical damage and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported as per rga hole in valve and any creases. This record is for right side. The device was explanted.

Manufacturer narrative:
D.6a partial implant date of 2019 was reported. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ valve leak and/or damage: not observed. ¿crease/folding of implant: observed creases on device. As per the investigation procedure, observed an opening assessed as surgical damage and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "hole in valve" and "any creases". Device has been explanted and replaced.